Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed and the drive support cap was protruded. The blood glucose reading was 195mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump passed the prime test, excessive no delivery test and displacement test. However, the insulin pump alarmed motor error during basic occlusion test due to protruded/loose drive support disk. No alarms noted. The insulin pump received with missing end cap sticker. The insulin pump received with scratched lcd window. The motor was tested outside the device and passed.